Event description:
Physician reports a rupture, intracapsular silicone diffusion, and capsular contracture (baker grade ii) on the left side discovered during surgery.

Manufacturer narrative:
Explant date reported as (B)(6) 2016 but date of occurrence reported as (B)(6) 2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.